Event description:
Because of the medtronic infuse that was implanted during my spinal surgery; I have suffered from many serious injury including pain, the need for an add'l surgery, as well as mental anguish.